Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 450 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. The insulin pump will not be returned for analysis.